Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas user experienced frequent low blood glucose while the system was adapting, expressed a need for greater user control over insulin delivery, noted a very dark and hard-to-see device screen, and reported infusion/site difficulties and leaky cartridges. Symptoms included hypoglycemia requiring assistance from another person. Outcomes included interruption of device use and user dissatisfaction with product performance. Investigation included a review of device design and labeling, user interview, and trending analysis. Investigation of this case revealed user difficulty with visibility of the user interface and reports of infusion set and cartridge leakage consistent with potential component performance issues. It was concluded that the hypoglycemic events were associated with system adaptation behavior and user interface usability concerns, with contributing factors possibly including infusion or cartridge leakage. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.